Event description:
During baxter's device evaluation, the device was found to display incorrect keypad entries. There was no pt involvement.

Manufacturer narrative:
(B)(4). Device was returned and evaluated by baxter. The device evaluation confirmed the #x key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 19 will be displayed, alphabetically: when the "abc" key is pressed, ay will be displayed, interfering with (B)(4) drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.